Event description:
Additional information found the patient had 1 lead, an achor and the ipg replaced on 18may2021 to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02294. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue. Note: it is unknown which lead has high impedance, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.